Event description:
Litigation papers allege: in 2005, patient was implanted with a depuy asr hip implant. Patient suffered pain and discomfort in his hip, was forced to make numerous hospital visits and exhibited signs of cobalt poisoning. Patient was revised, but there is no mention of when the surgery took place.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.